Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device could not activate the "coag" function, and there is a smell of burnt components from inside, was confirmed. It was found that the ID board had a burnt capacitor. The left hand graphic panel was found to be damaged along with the tamper-proof seal. The defective ID board along with the graphic panel were replaced, the software of the device modified, and the device was cleaned, newly calibrated, tested and found to be fully functional. User mishandling is the most probable root cause for the damaged graphic panel, caused during storage / transport of the device. The damaged tamper-proof seal is an indication that someone not authorized has opened the device. However, given the information provided we cannot discern a definitive root cause for the burnt capacitor on the ID board. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: the service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2018 and passed all functional testing before being returned to the customer.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter phone number (B)(6). UDI: (B)(4).

Event description:
It was reported by the affiliate via phone that during an orthopedic procedure the coagulation function of the vapr vue generator was not activation and also there was a smell of burn components coming from the inside. No patient consequence and no surgical delay was reported. No additional information was provided.